Manufacturer narrative:
A2: age at time of event: 18 years or older.

Event description:
It was reported that device detachment occurred. The target lesion was located in a calcified left anterior descending artery. An opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the device was broken and required snaring for removal. The procedure was completed with a different device. No patient complications were reported, and the patient status was stable.

Manufacturer narrative:
A2: age at time of event: 18 years or older. Upon receipt at our quality assurance laboratory, the device underwent analysis. Visual inspection revealed the imaging window was kinked and the tip was damaged. No damages or failures were observed on the catheter code printed circuit board assembly. The hub connector pins were in good condition. Microscopic inspection revealed the guidewire exit port and tip were stretched and torn, and the distal part of the tip was detached and was not returned for analysis. Impedance testing showed an open circuit at the proximal end of the catheter. X-ray imaging was performed, and no discernable defect could be seen. Guidewire testing could not be performed as the device was not continuous. The catheter was properly recognized by the imaging system when plugged into the motor drive unit and no connection issues or errors were detected during its testing. A photo provided by the site showed evidence of tip damage. Analysis confirmed the reported clinical observation of device detachment.

Event description:
It was reported that device detachment occurred. The target lesion was located in a calcified left anterior descending artery. An opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the device was broken and required snaring for removal. The procedure was completed with a different device. No patient complications were reported, and the patient status was stable.